Event description:
It was reported that a user elected to stop using the ilet pump and initiate a return after experiencing difficulty achieving glycemic control, reporting feeling overwhelmed and persistent hyperglycemia despite announcing meals, including a documented blood glucose of 389 mg/dl; the user disconnected from the pump and reverted to backup therapy. Symptoms included hyperglycemia without reported associated clinical symptoms. Outcomes included temporary discontinuation of pump therapy and transition to alternative therapy. Investigation included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking the event to a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.